Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The healthcare professional reported that following an intraocular lens (iol) implant procedure, injector was not functional and another injector was used. There was no patient consequences. Additional information received that the lens was torn in the injector. There was no patient contact. The same model lens was implanted to the patient.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was returned for analysis and plunger override was observed. The device was returned loose in a product carton. The lock-out assembly has been removed. No viscoelastic is observed in the device. The plunger has been advanced at the depth guard and is advanced over the iol. The iol is advanced into the nozzle entry and is crushed. Plunger override was observed. The root cause may be related to failure to follow the IFU (instructions for use). No viscoelastic was observed in the device. The IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If no viscoelastic is placed in the device this will cause no coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to override the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).